Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. This report is for an unknown forceps: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), while using a clamp, the tip of a depuy ace reduction forcep broke. Additionally, the surgeon said that the ace periarticular forcep was not working well for the type of fracture, but ultimately worked well during the surgery. Additionally, the proximal tibia plate did not fit the patient¿s anatomy. The surgeon attempted to bend the plate, but ultimately changed plans and used a different method of fixation. The surgery was completed successfully with a surgical delay of 10 minutes. There was no patient consequence. This report involves one unk - forceps: trauma. This is report 1 of 1 for (B)(4).